Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was undocked from the bsm-6301. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was undocked from the bsm-6301 (sn: unknown). When they disconnected the bsm from the dau to prepare for transport and data export, it powered off unexpectedly. When reconnected to the dau and then to the bsm-6301, it functioned normally. The bme attempted to swap the battery with one from a known good bsm-1753, but the issue persisted. The bme then tested the original battery in the other bsm-1753, and it powered up without issue and showed a nearly full charge. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm: model#: mu-631ra, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was undocked from the bsm-6301 (sn: unknown). When they disconnected the bsm from the dau to prepare for transport and data export, it powered off unexpectedly. When reconnected to the dau and then to the bsm-6301, it functioned normally. The bme attempted to swap the battery with one from a known good bsm-1753, but the issue persisted. The bme then tested the original battery in the other bsm-1753, and it powered up without issue and showed a nearly full charge. No patient harm was reported. Investigation summary: the root cause of the reported issue is due to device damage resulting to failure of internal components and power issue. This kind of damaged is caused by dropping the device or the introduction of some external force and could not occur during normal use or operation. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: model #: mu-631ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would power off when it was undocked from the bsm-6301. No patient harm was reported.